Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced insulin leakage from the connection between the infusion set and tubing after a cassette change. The patient's glucose reached 200 mg/dl after dinner and was 185 mg/dl at the time of reporting. Approximately 80 units of insulin remained in the cassette. There was a patient involvement and there were no additional adverse consequences.